Manufacturer narrative:
Date rec'd by MFR: 18apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse ordered a replacement power supply. The fse replaced the power supply and the issue was resolved. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 02aug2019, date of report : 02aug2019. The power supply was returned for failure analysis. A visual inspection revealed no evidence of damage or contamination. Further testing of the power supply revealed that failure of the c56 component prevented the power supply from operating on ac (alternating current) power. ` submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. Phone number not provided. A follow-up report will be submitted once the repair has been complete.

Event description:
It was reported that the unit would not power on. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse ordered a replacement power supply. Event date not specified, estimate used.